Event description:
It was reported that the pump won't run. Powered off and line clamped. Cassette removed and tubing massaged. Reconnected and powered on. Pump continues to double beep. Removed cassette and again and repeated troubleshooting. Reconnected. Restarted. Clamp opened. Patient will call back with further issues. No additional information available.